Event description:
It was reported that the patient had difficulty charging the ipg. It was also noted that the patient was not getting an adequate pain relief due to high impedances on the leads. Reprogramming was performed, however, unsuccessful. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted ipg and leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5084808 / 5148317.